Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the customer also state that customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was 289 mg/dl at the time of the incident customer states the contacts on the battery cap are neither missing nor damaged. This is not the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm or blank display noted during testing.